Manufacturer narrative:
Section d3, g2: corrected data.

Manufacturer narrative:
No patient involved in the event. Approximate age of device: the centrimag motor is not a single use device. Approximate age of the device from the manufacture date is 7 years, 10 months. Manufacturer's investigation conclusion: the reported event of damage to the locking screw was confirmed. The centrimag motor (serial #: (B)(4)) was returned for analysis. The motor underwent resistance and insulation testing. The motor cable passed the insulation test, but failed resistance testing. The motor was forwarded to the service depot and was evaluated and tested under work order # (B)(4). The service depot was able to verify and confirm the reported event of a stripped screw through a visual inspection. The motor was determined to have a defective cable due to failing the motor cable resistance test and will now be scrapped. Inspection of the motor cable was performed per field action ¿fa-q318-mcs-1¿. Reports of similar events will continue to be tracked and monitored. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The root cause for the stripped screw and defective motor cable was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported a centrimag motor has stripped thumbscrews and will be sent back for repair. No patient was involved with this event. No additional information was provided. Upon investigation of the returned motor, motor cable damage was observed.